Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had up button hard to press randomly and reservoir had leak. The customer¿s blood glucose was unknown. Customer states the scroll bar was not moving with no input. Customer states pressing menu button takes them to the menu screen. Customer states block mode was inactive. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm keypad anomaly due to critical pump error (open book image) alarm. Insulin pump received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.